Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-10 alarm was identified during power on self-test. During the alarm log review, an f-38 alarm was found. This alarm is related to the reported condition of an f-10 alarm. The cause of the condition was force sensing resistors out of specifications. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-10 alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.